Manufacturer narrative:
H10. H3, h6: the ambient super turbovac 90 ifs wand, used in treatment, was returned for evaluation. A relationship between the device and reported incident was not established. From the information provided, ¿during a shoulder surgery the wand worked only intermittently." A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions¿ when no failures are found. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. Visual evaluation shows dried blood/tissue and minimal wear on the electrodes. No manufacturing discrepancies observed. During functional evaluation the fuse resistance was measured and registered 1,051 ohms prior to activation and this indicated a blown fuse. The wand was connected to a compatible quantum 2 controller and registered an e7-error that was by-passed using a fixture box. The device was activated in saline solution and performed as intended. The suction line was tested and performed as intended. The complaint could not be verified and the root cause could not be determined with confidence; however, factors that could have led to the device working intermittently includes: sufficient saline in order to maintain the formation of plasma due to the device showing signs of activation, the device becoming unplugged from the controller, or there was a source power interruption with the controller that caused the device to exhibit an e-7 error which is related to the single-use feature expiring. Other potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the facilities controller or foot control. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. There are several factors that could contribute to the reported event such as not having sufficient saline in order to maintain the formation of plasma, inadequate suction, device reaching its end of life, or the wand or foot control connector becoming disconnected from the controller display. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller or foot control which were not returned for evaluation. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder surgery the wand worked only intermittently, as per reporter it stopped and then worked again. No patient injuries reported. Back-up device was available to complete the surgery. Delay greater than 30 minutes reported.